Event description:
Following routine refill of intrathecal pain pump, medtronic synchomed ii, model # 8637-40, serial # (B)(4). Near coma, hypothesis silicone septum leakage of small amount. Patient (B)(6), dob (B)(6), has had intrathecal pumps since 2001, most recent implanted (B)(6) 2014. Following routine refill on (B)(6) 2020 she was exhibiting overdose signs of lethargy, incoherence and slipping into unconsciousness. Husband was driving home and stopped at closest ed, (B)(6) hospital, (B)(6). She was given narcan through IV drip. She revived quickly and following discontinuation of the dripful.